Manufacturer narrative:
This is a correction to the brand name in d1. Correct brand name is: thermocool® smart touch® sf bi-directional navigation catheter. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during the case, the catheter suddenly went to high force. The catheter was re-zeroed but it went back to high force immediately. The cable was changed but the problem did not solve. The catheter was changed and the problem was solved. There was no patient consequence. This event was originally assessed as not MDR reportable. The device was returned for analysis and revealed reddish material and a hole on the surface of the pebax. Therefore, this event is now MDR reportable.

Manufacturer narrative:
The product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was recognized correctly; however, error 105 appeared on the system due to an open circuit on the tip area but, the potential cause cannot be determined. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information that should be considered: the instructions for use (IFU) contain the following recommendations: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).